Event description:
It was reported that a user experienced persistent hyperglycemia after a recent supply change on the ilet, with device readings up to 377 mg/dl and a confirmatory fingerstick of 330 mg/dl, and the ilet alerted for high glucose. The user had vomited prior to the supply change and later performed a tubing prime off-body until drops were observed, reconnected, calibrated the ilet with the fingerstick value, and made a meal announcement, but glucose remained elevated for more than 90 minutes and could not be corrected during the call. Symptoms included vomiting. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education, including verification of infusion set and tubing priming, device calibration steps, and time-setting on the ilet. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia of unclear cause despite proper priming and reconnection, and the event was categorized as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.